Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient arrived at hospital with a dislocated hip femoral head dissociation. Stem was removed trunnion corrosion and failure in monolithic metal was observed. An accolade 2 stem was implanted with new liner and +5mm 36mm ceramic head. No other parts were removed or revised." Rep provided explant pictures and x-rays. Spoke to rep. Intra-operatively, damage to the rim of the liner was also noted. Aside from return of the explants, rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding damage involving an unknown liner was reported. The event was confirmed through evaluation of the provided photographs. Method & results: -device evaluation and results: visual inspection: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted head, stem and liner. Blood is visible on all devices. Bony ingrowth is visible on the body of the stem. The trunnion is worn/corroded. Screws are visible in the liner most likely used for explantation purposes. Damage is visible on the rim of the liner. -clinician review: a review of the provided medical records by a clinical consultant indicated: again, as I described above this inquiry describes the failure of a total hip arthroplasty approximately 15 years after implantation due to femoral head disassociation and possible trunnion failure. Causes of this type of failure are multifactorial including surgical technique, patient factors and implant factors. The root cause of this event cannot be determined with certainty. An implant metallurgical analysis would have to be carried out to determine the exact mechanism of failure. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of damage was confirmed through visual inspection of the provided photographs which indicated [...] Screws are visible in the liner most likely used for explantation purposes. Damage is visible on the rim of the liner. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient arrived at hospital with a dislocated hip [femoral head dissociation]¿stem was removed trunnion corrosion and failure in monolithic metal was observed. An accolade 2 stem was implanted with new liner and +5mm 36mm ceramic head. No other parts were removed or revised." Rep provided explant pictures and x-rays. Spoke to rep. Intra-operatively, damage to the rim of the liner was also noted. Aside from return of the explants, rep confirmed that no further information will be released by the hospital or surgeon.